Event description:
The patient was in the operating room for a split thickness skin graft and debridement of right lower extremity. Doctor used the zimmer dermatome which was powered by the nitrogen gas from the wall. It did not perform properly and caused a laceration approx. 3 inches wide and down to the muscle. The area was close to the gluteal fold. The laceration was irrigated and sutured closed. The procedure was completed, and the patient taken to post anesthesia care unit in stable condition. Patient received accidental laceration to right posterior thigh during skin graft procurement. Skin graft blade examined and found to be from integra, dermatome used was a zimmer. Zimmer dermatome opened and loaded into dermatome and skin graft was successfully procured without further injury to patient. Doctor asked for all skin graft preference cards to state "do not load dermatome blade-surgeon will load dermatome blade". This has been added to all skin graft preference cards for all surgeons. No further identifiers are available. Device is not available for return.